Manufacturer narrative:
Correction to section d: primary product batch/lot number was updated to n10210202 278

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of a broken cable.